Manufacturer narrative:
Batch review performed on 15 february 2023. Lot: 2001621: (B)(4) items manufactured and released on 24-march-2020. Expiration date: 2025-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 years and 5 months after the primary, the patient came in reporting pain due to patella femoral pain. When the surgeon evaluated the patient, he determined that the patella had loosened. The surgeon revised the patella, femur, and insert. The surgery was completed successfully.